Event description:
A bezel failure at this customer site has involved the unit powering up in configuration or test mode-- potentially preventing delivery of therapy. There was no report of patient involvement.